Manufacturer narrative:
The hvad is used for treatment not diagnosis it was reported that the controller had a faulty display. The patient could not get the alarm to disappear, however after intentionally creating a low priority alarm by removing the power source from the ps1 port and reconnecting it the display resumed normal functionality. This issue reoccurred less than a month later and the patient decided to perform a controller exchange. The site removed the reported controller, returned it to the manufacturer for evaluation, and provided the patient with a backup controller from stock. There was no reported patient injury as a result of this event. Upon evaluation, the controller ((B)(4)) failed functional testing as a result of a faulty led screen and nonfunctional mute and scroll button. Evaluation showed that the display overlay component malfunctioned. Internal visual inspection showed that the nimh batteries had signs of leakage and corrosion, essentially making the battery non-conductive. There is an internal investigation for nimh leakage/corrosion - an incidental finding for this complaint. The root cause for the reported "display error" is was found to be an overlay connection failure. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding failure of the "no power alarm" as a result of internal battery issues. The fsca instructed patients to continue to follow the patient guidelines and manuals when exchanging power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally, per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient called the site on (B)(6) 2014 complaining of a faulty display. The controller was showing low flow alarms and the patient was not able to reset the flow alarm by pressing the arrow button. No other information was visible in the display. Customer solved the issue by disconnecting power on the power source one (ps1) port creating a low priority alarm. After reconnecting the battery the display showed flow, power and rpm - normal operation was restored. On (B)(6) 2014 the customer stated via email that the issue reoccurred, and that the customer had performed a controller exchange. The site removed the reported controller, returned it to the manufacturer for evaluation, and provided the patient with a backup controller from stock. There was no reported patient injury as a result of this event.